Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2004, the patient presented with a positive stress test with symptoms of coronary artery disease. Angiography revealed a 100% occluded left anterior descending artery (lad) and a 99% stenosed distal right coronary artery (rca) with timi 1 flow. The rca was predilated with a 2.5x15mm maverick balloon at 4atms for 10 seconds and 8 atms for 15 seconds. A 3.5x20mm taxus express2 stent was then deployed in the lesion at 14atms for 10 seconds. Excellent results were obtained with 0% residual stenosis. A moderate-sized thrombus was noted in the posterior descending artery (pda) distal to the stent and a thrombectomy catheter was used to remove most of the thrombus. The lad was not treated at this time. The procedure was successfully completed with timi 3 flow. The patient was prescribed plavix for the next nine to twelve months. In (B)(6) 2007 the patient presented with a non st elevated myocardial infarction. The following cardiac catheterization revealed late stent thrombosis of the 3.5x20mm taxus express2 stent. It was noted that there was no change in the chronically occluded, collateralized lad. The patient was treated medically and was admitted to the cardiac care unit for further evaluation and therapy. After considerable discussion, it was opted for the patient to undergo coronary artery bypass surgery (CABG). The patient underwent three-vessel CABG eight days later, receiving a left internal mammary artery to the lad and sequential saphenous vein graft to the rca posterolateral branch in sequence down to the posterior descending artery. The procedure was successfully completed and the patient was discharged home four days later.

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.